Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via facility medwatch 260001000-2015-8010 that balloon rupture and stent inadequate apposition occurred. The target lesion was located in the left anterior descending artery (lad). A 2.75x24mm promus premier drug-eluting stent was advanced to treat the target lesion. However, upon inflating the balloon to deploy the stent at 11 atmospheres for about 10 seconds, the balloon ruptured. The stent was deployed and the stent delivery system was removed. An emerge balloon catheter was selected to allow for adequate apposition of the stent. The stent was well placed and fully expanded and the procedure was completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. The stent had been placed in the lesion site and hence was not returned for analysis with the device. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon had the appearance of having been inflated which is consistent with the complaint event. Crimp markings were evident on the wall of the balloon as would be expected. As part of the examination, the returned unit was attached to an inflation device. The balloon was inflated to nominal pressure and subsequently to rated burst pressure with no restrictions noted. No issues were observed with the balloon wall. No issues were observed with balloon deflation at both the proximal and distal end of the balloon. The inflation device was verified before and after use with a calibrated pressure gauge. The tip and ro markerbands were examined and there was no damage noted. A visual and tactile examination found that the hypotube was kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported via facility medwatch (B)(4) that balloon rupture and stent inadequate apposition occurred. The target lesion was located in the left anterior descending artery (lad). A 2.75x24mm promus premier¿ drug-eluting stent was advanced to treat the target lesion. However, upon inflating the balloon to deploy the stent at 11 atmospheres for about 10 seconds, the balloon ruptured. The stent was deployed and the stent delivery system was removed. An emerge balloon catheter was selected to allow for adequate apposition of the stent. The stent was well placed and fully expanded and the procedure was completed. No patient complications were reported and the patient's status was fine.